Event description:
It was reported that during a laparoscopic gastric bypass procedure when the surgeon was firing the 3rd cartridge, after a half centimeter, the device didn't work anymore. It was a lot of stress for the surgeon to get the powered echelon open. After a few minutes trying the echelon opened but it was not easy. It was very difficult to open the powered echelon because he already started firing and cutting. So the surgeon opened the mechanism on the upper side of the handle from the echelon but it was still very difficult. After trying a few times it was going open. The surgeon took a new powered echelon. No patient consequences reported. Procedure was completed with same like device.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Device not returned. The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.